Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and hernia ('hernia') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hernia (seriousness criterion medically significant), genital haemorrhage ("bleed in between"), migraine ("migraine"), dysmenorrhoea ("pain during period"), flank pain ("left sde pain"), pulmonary mass ("lower lung nodules"), scar ("scar tissue"), polymenorrhoea ("2 period a month"), adenomyosis ("adenomyosis") and feeling abnormal ("brain fog") and was found to have blood iron decreased ("low iron"), serum ferritin decreased ("serum ferritin abnormal/ferritin level at 6"), weight increased ("I was 8 and am up to 14") and weight decreased ("lost 10 pounds "). The patient was treated with iron and surgery (hernia repair and all but ovaries removed). Essure was removed in (B)(6) of 2018. At the time of the report, the pelvic pain, hernia, genital haemorrhage, migraine, blood iron decreased, serum ferritin decreased, dysmenorrhoea, flank pain, pulmonary mass, weight increased, scar, polymenorrhoea, adenomyosis, weight decreased and feeling abnormal outcome was unknown. The reporter considered adenomyosis, blood iron decreased, dysmenorrhoea, feeling abnormal, flank pain, genital haemorrhage, hernia, migraine, pelvic pain, polymenorrhoea, pulmonary mass, scar, serum ferritin decreased, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood iron - on an unknown date: low. Serum ferritin - on an unknown date: 6. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media was received. Event added- scar tissue, 2 period a month, adenomyosis, lost 10 pounds, brain fog. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and hernia ('hernia') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hernia (seriousness criterion medically significant), genital haemorrhage ("bleed in between"), migraine ("migraine"), dysmenorrhoea ("pain during period"), flank pain ("left sde pain") and pulmonary mass ("lower lung nodules") and was found to have blood iron decreased ("low iron"), serum ferritin decreased ("serum ferritin abnormal/ferritin level at 6") and weight increased ("I was 8 and am up to 14"). The patient was treated with iron and surgery (hernia repair and all but ovaries removed). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, hernia, genital haemorrhage, migraine, blood iron decreased, serum ferritin decreased, dysmenorrhoea, flank pain, pulmonary mass and weight increased outcome was unknown. The reporter considered blood iron decreased, dysmenorrhoea, flank pain, genital haemorrhage, hernia, migraine, pelvic pain, pulmonary mass, serum ferritin decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood iron - on an unknown date: low. Serum ferritin - on an unknown date: 6. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received: event serum ferritin abnormal was recoded to serum ferritin decreased, reported term was amended. Treatment drug was added. Lab data was added. New reporter was added. Fu 6 & 7 process together. On 23-mar-2020: social media was received. New event weight gain added. Reporter added. Fu 6 & 7 process together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and hernia ('hernia') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hernia (seriousness criterion medically significant), genital haemorrhage ("bleed in between"), migraine ("migraine"), dysmenorrhoea ("pain during period"), flank pain ("left sde pain") and pulmonary mass ("lower lung nodules") and was found to have blood iron decreased ("low iron") and serum ferritin abnormal ("serum ferritin abnormal"). The patient was treated with surgery (hernia repair and all but ovaries removed). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, hernia, genital haemorrhage, migraine, blood iron decreased, serum ferritin abnormal, dysmenorrhoea, flank pain and pulmonary mass outcome was unknown. The reporter considered blood iron decreased, dysmenorrhoea, flank pain, genital haemorrhage, hernia, migraine, pelvic pain, pulmonary mass and serum ferritin abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: social media was received. Event added- left side pain. Reporter were added. Follow up 3,4 and 5 was processed together. On (B)(6)2020: social media was received. Reporter were added. Follow up 3,4 and 5 was processed together. On (B)(6)2020: social media received: new events were added: hernia, lower lung nodules. Reporter information were updated. Follow up 3,4 and 5 was processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleed in between"), migraine ("migraine") and dysmenorrhoea ("pain during period") and was found to have blood iron decreased ("low iron") and serum ferritin abnormal ("serum ferritin abnormal"). The patient was treated with surgery (all but ovaries removed). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, migraine, blood iron decreased, serum ferritin abnormal and dysmenorrhoea outcome was unknown. The reporter considered blood iron decreased, dysmenorrhoea, genital haemorrhage, migraine, pelvic pain and serum ferritin abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information, patient age and essure removal date added. Incident category for the event pelvic pain updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.